Event description:
A pt reported that a general practitioner in (B)(6) treated a skin tag with the histofreezer cryosurgical system. The pt reported that she suffered skin damage (burns and scarring) to surrounding area (face and neck region) where fluid from the applicator ran down her face. The pt returned to the general practitioner to notify them of the effect of the treatment (pain, redness, burning and soreness). The general practitioner then prescribed fucidin ointment to treat the burned area.